Event description:
Healthcare professional reported "fluid around implant", and exchange of textured device due to patient's concern with product. Healthcare professional later reported "seroma", and "capsular contracture, baker grade iii." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., d.6b., h.6.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "fluid around implant", and exchange of textured device due to patient's concern with product. Healthcare professional later reported "seroma", and "capsular contracture, baker grade iii." This record is for the right side. The device has been explanted.

Event description:
Healthcare professional reported "fluid around implant", and exchange of textured device due to patient's concern with product. Healthcare professional later reported "seroma", and "capsular contracture, baker grade iii." This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.